Event description:
Procedure ordered in 2002, at that time the patient was taken off coumadin. The patient had coagulopathy problems but their labs were normal on the day of placement. The filter was placed femoral and the procedure went smoothly. After sdurgery patient was again started on coumadin. Two days later the patient suffered from what was believed to be an acute perforation of the vena cava. The CT scan confirmed that there was focal hemorrage at the site of one of the struts. Later, the patient expired and an autospy was ordered.